Event description:
It was reported that a broken sensor wire occurred. The wearable was inserted into the arm, which is off-label usage of the device. On (B)(6) 2026, the patient experienced severe pain after inserting a cgm. He stated that the pain started immediately after insertion, and then removed the sensor. Upon removal, he noticed that the metal needle from the applicator was no longer attached and broke off. Although nothing was visible on the skin, the patient continued to have significant pain and could not move the arm normally. Due to these symptoms, the patient went to a children's emergency room (ER) the same day. At the ER, an ultrasound was performed and identified a foreign object approximately 1 cm inside the arm. The patient was then referred to a second ER, where an x-ray confirmed the presence of the object. Following the evaluation, he underwent plastic surgery between on (B)(6) 2026 around 5:00 pm. The patient was conscious throughout the surgery and received only an anesthetic injection. As per the patient, the procedure involved opening the skin on the arm, removing the needle, and closing the incision. The needle was successfully removed. The patient remained hospitalized until approximately 12:00 pm on (B)(6) 2026. He was not given any other medication aside from ibuprofen. The removed needle was shown to him after the surgery confirmed it had been removed. Approximately 4 to 5 days after the procedure, the patient reported developing an infection at the surgical site and visited a doctor on an unspecified date. Symptoms were swelling and redness around the surgical site. The patient confirmed that there were no wound culture or imaging done. He only reported being prescribed ibuprofen 800 mg, 2 pills daily for 10 days and antibiotics following the doctor's evaluation. No other diagnosis provided other than it was infected. At the time of call, the patient stated that currently the affected site in the arm was improving but continued to experience pain, sometimes severe enough to limit movement. During observation, the patient added that site is sometimes itchy but said that the infection is already healed. No follow up checkup needed. At the time of the report, patient condition was stable. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)